Manufacturer narrative:
Items returned for investigation: stent, pusher, microcatheter. Items not returned for investigation: introducer. The stent was returned fully deployed. The pusher was returned within the lumen of the microcatheter; the distal marker band was deployed from the microcatheter. The pusher glue ball(s) were inspected; the glue covers the last 2 to 3 coil winds as indicated in the mp. The stent was loaded onto the returned pusher with an in-house introducer and advanced into the returned microcatheter for the investigation. The stent was able to deploy from and retract into the microcatheter without resistance during the investigation. The tpe was observed to be thin at the distal marker band of the microcatheter. The investigation of the returned stent system found the stent returned fully deployed. Replication testing was performed and found the stent was able to successfully advance through and retract into the returned microcatheter without issue during functional testing. The investigation of the returned stent device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The returned microcatheter was found with thin tpe material at the distal marker band. This condition is consistent with the microcatheter being exposed to temperatures over specification during the tip shaping step of the preparation process.

Event description:
As reported: wide-neck aneurysm of ocular artery segment, stent assisted coil embolization. During the stent release process, the front segment of the stent could be opened normally, but the back segment could not be opened after repeated operations, and the microcatheter could not recover the stent. To remove the stent from the patient, part of the stent was recovered into the microcatheter, and then the middle catheter was advanced, and the stent and microcatheter were completely removed. Case was completed by replacing the stent implantation with another brand. Patient is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: wide-neck aneurysm of ocular artery segment, stent assisted coil embolization. During the stent release process, the front segment of the stent could be opened normally, but the back segment could not be opened after repeated operations, and the microcatheter could not recover the stent. To remove the stent from the patient, part of the stent was recovered into the microcatheter, and then the middle catheter was advanced, and the stent and microcatheter were completely removed. Case was completed by replacing the stent implantation with another brand. Patient is fine.